Event description:
Additional information received indicated patient underwent surgical intervention wherein both the leads were explanted and replaced with new ones. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14054. It was reported the patient was experiencing a stimulation pattern change. Programing was unable to resolve the issue. Fluoroscopy confirmed the right supraorbital lead migrated. The physician plans to revise both leads at a later date.